Event description:
It is reported that the impactor pad fractured while inserting the femoral trial.

Manufacturer narrative:
Eval summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The returned product has exceeded its useful life. As returned, a portion of the pad is fractured. Lot number is unk, therefore, mfg documentation could not be reviewed and a potential field age could not be ascertained.